Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12584. It was reported, the leads were protruding out of the lead implant incision. Reportedly, the physician explanted the ipg and leads. Note the patient had two leads implanted with different lot numbers.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.